Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens tore upon insertion into the eye. Lens was removed with no patient injury. Reporter stated cause of this incident was due to inserter difficulties. A competitor's injection system was used, which has not been approved by the manufacturer for use with this lens model. The reporter stated they are aware that using this injection system is off-label use with this lens model. The reporter stated they are aware that using this injection system is off-label use. This is the second lens used on the same patient, same eye during the same surgery. See MFR. #2023826-2011-00813 for first lens.

Manufacturer narrative:
(B)(4) - no lens in returned packaging. Evaluation: conclusions - based on the complaint history, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).